Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her pdm was not reading correctly. She was hospitalized, diagnosed with hyperglycemia and kept under observation for dka (diabetic ketoacidosis). The patient was treated with IV fluids and nausea medication.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate measurements or communication error to determine if it could have contributed to the patient's hospitalization. No lot release records were reviewed, as the product lot number was not provided. Checking your blood glucose 7 / page 81 advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
The patient reported her pdm was not reading correctly. She was hospitalized, diagnosed with hyperglycemia and kept under observation for dka (diabetic ketoacidosis). The patient was treated with IV fluids and nausea medication.